Event description:
It was reported that apparently in the office. Noise is being observed on all 3 vectors. See attachment. Lots of af episodes but only 1 untreated event from 11 feb 2021. Pri 1x, lots of different morphologies, pvc's noise observed that is oversensed, smart pass is on. R wave is of good size, ~2mv. In this particular vector, looks like possibly myopotential oversensing. However, is being seen in all vectors. Rep on her way there to evaluate. Suggested some films both pa and lat. Has patient lost any weight, electrode position changes; did remind the lat is good for device placement and lead pg/electrode interface; also, in pri and alt, the suture sleeve is close to sense b. Seems unlikely a seal plug issue. New e-mail on case date = on (B)(6) 2021, 20:48:48 owner = api user // comment 2: title = notification: new e-mail on case date = on (B)(6) 2021, 21:16:25 owner = api user // comment 3: title = see new email attachment, the noise is smaller amplitude but still present. Date = on (B)(6) 2021, 21:25:27 owner = (B)(6). Comment 4: title = notification: new e-mail on case date = on (B)(6) 2021, 23:02:34 owner = (B)(6).", hi (B)(6), thank you for sending in these additional images of the patient (B)(6) who suddenly started to have noise in a stored episode and also in captured images in office. It is peculiar that the noise just started to occur. Has anything happened? Sudden fall, any new implants we do not know about, etc.? The noise in the episode is concerning, but so is the noise in the captured image in secondary, especially if the patient was just sitting there. Could the device have migrated? A comparison of before and now with respect to x-rays might be helpful to determine. (B)(6), bsme, mba. Additional information from event record 13425483 with the source system ID (B)(4). (B)(6). Untreated episode with noise. Primary 1x. Isometrics reproduces the noise in secondary and alternate. Less noise in primary. But primary causes untreated-074, based on callers report alternate and secondary are worst than primary. Suggested maintaining primary vector and raising rate cutoffs to 220/240 to minimize impact of oversensing. According to additional information, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for oversensing of noise. The patient subsequently went to the hospital where therapy was programmed off for this system. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.